Event description:
It was reported that on (B)(6) 2008, a xience v stent was implanted in a distal, left anterior descending artery and at a follow up visit, the patient stated that in (B)(6) 2012 he presented to the emergency room with chest pains [angina] and was diagnosed with 70% in stent restenosis. Troponin enzyme levels and two electrocardiograms were done with no findings of a myocardial infarction. An angioplasty was done to the proximal left anterior descending artery and the stent placed in the distal lad. Revascularization was achieved. The patient was started on effient medication. There was no additional information provided.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. There were no reported product deficiencies. The reported patient effects of angina and stenosis/restenosis are listed in the xience v everolimus eluting coronary stent system instructions for use as known adverse events. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.